Event description:
The distributor contacted animas on (B)(6) 2012, alleging unresponsive keypad with the down arrow button. The reporter did not allege that a patient developed symptoms due to the alleged issue. The reporter was unable/unwilling to verify whether there was any moisture in the pump and denied any misuse of the product. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.